Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. Loose screws were found inside the head that held the illuminator. The company service representative applied loctite on the screws and retightened them. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The operator¿s manual provides instructions that the user should verify the mechanical security of the console prior to use. The root cause of the reported can be attributed to a loose screw. How or when the screw became loose is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the upper part of the microscope is loose. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating that this was noted prior to a surgical procedure. There was no patient involvement.